Event description:
It was reported that the patient presented for a follow-up in the clinic. The patient experienced discomfort. It was observed that the left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation was also noted. Chest x-ray confirmed lv lead dislodgement. Programming changes were made, and later the lv lead was explanted and replaced with a new lead on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - "the patient experienced discomfort" should have been included.

Event description:
It was reported that the patient presented for a follow-up in the clinic. It was observed that the left ventricular (lv) lead exhibited loss of capture and phrenic nerve stimulation was also noted. Chest x-ray confirmed lv lead dislodgement. Programming changes were made, and later the lv lead was explanted and replaced with a new lead on (B)(6).2026. The patient was in stable condition.